Event description:
It was reported that during the implant procedure, the right ventricular lead being used was found to have dislodged. Following this, the lead helix was not able to extend. The lead was moved and another lead was used to complete the procedure. The patient was stable throughout.